Manufacturer narrative:
A boston scientific technical services consultant documented and discussed the clinical observations with the caller. All lead trend data is stable and the patient will continue to be monitored. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system was exhibiting pacing impedance measurements greater than 2400 ohms on the right ventricular (rv) channel. Sensing and threshold measurements were appropriate and there was no noise observed. No adverse patient effects were reported.